Manufacturer narrative:
Other, other text: device evaluation: one device was returned for analysis in used condition. Visual inspection showed the pump was in good condition. The investigation found that the device exhibited the reported error just on powering up. The investigation determined that a faulty main board was the cause of the reported issue. The main board was replaced. A manufacturing DHR review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records.

Event description:
Information was received indicating that a cadd-solis vip, mdl 2120, pump exhibited error code 45639 during bench testing. No adverse patient effects were reported.